Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received two (2) unknown zimmer implants. A visual evaluation was performed, both implants had signs of use with bone debris attached to the threads. Both implants were fractured. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown zimmer implant is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the material selection of implant inadequate (unable to withstand occlusal forces or long term loading). Therefore, based on the available information, device malfunction did occur. The implant was fractured and had a fractured screw inside. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2023-01056. Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The customer reported fractured implants at tooth locations #19 and #20. The implants were removed. Symptoms as a result of the event: pain and inflammation.